Manufacturer narrative:
(B)(4) - the event itching [implant site pruritus], infection [implant site infection], abscess [implant site abscess], scar [implant site scar] assessed as serious, expected and possibly related and intestinal infection [gastrointestinal infection] assessed as serious, unexpected and unlikely to be related.

Event description:
(B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6). The patient's past medical history included congenital lip/palate cleft [cleft palate] and surgery [surgery]. The patient has no history of allergies. (Information received from the sales rep: the patient has gone through several reconstructive surgeries due to the congenital lip/cleft palate and perhaps her skin structure is different from "normal" skin). The patient was treated with 2 ml restylane lidocaine (lot no. 11782-1) and 1-2 ml restylane perlane lidocaine (lot no. 11645-2) in the upper lip, lips and chin on (B)(6) 2012. The adverse events are: itching [implant site pruritus] with unknown start date; infection [implant site infection] and abscess [implant site abscess] in right corner of the mouth which began on (B)(6) 2012; scar [implant site scar] and intestinal infection [gastrointestinal infection] with unknown start dates. The patient lives far away from the clinic where the reporter (treating doctor) is working but the infection was successfully treated by a doctor "at home" with heracillin p.o. The patient came from a check-up on (B)(6) 2012 and had very little symptoms left. There was no pus when trying to puncture. The reporter did however prolong the heracillin treatment with 10 more days. On a telephone contact on (B)(6) 2012 the patient described swelling, pain and erythema again and dalacin and flagyl was prescribed in addition to previous treatment. On (B)(6) 2012 the patient went to the plastic surgery department in linkoping and was hospitalized over night for IV antibiotics. The reporter had telephone contact with a doctor in linkoping who informed her that there was no mature abscess at the time and that they planned for the patient to go home and return, eventually drainage, on (B)(6) 2012. (Information from the sales rep." The patient was satisfied after the treatment. Later on she called the reporter due to itching and betapred was prescribed. On (B)(6) 2012 the patient's condition deteriorated and the reporter recommended her to seek medical care in (B)(6) as the patient did not want to go to (B)(6). The patient was hospitalized on monday morning and received IV antibiotics). According to the patient she will get another scar [implant site scar] in her face because the plastic surgeon could not make a suture after draining the abscess in the corner of her mouth. (Follow-up information received from the sales rep. On (B)(6) 2012: the patient is hospitalized again. Due to the antibiotics/IV antibiotic treatment for the abscess, she developed an intestinal infection [gastrointestinal infection] that needs to be treated). The outcome for infection [implant site infection], abscess [implant site abscess] and scar [implant site scar] is not recovered/not resolved. The outcome for itching [implant site pruritus] and intestinal infection [gastrointestinal infection] is unknown.